Manufacturer narrative:
The pod was received with the cannula deployed and the needle fully retracted. No issues were found that would result in the pod not delivering insulin.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia, hypoglycemia and dehydration. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide model: ust400 17845-5a-aw rev b 09/17 checking your blood glucose chapter 4 / page 36 warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient had been hospitalized with diabetic ketoacidosis (dka). Due to elevated bg levels, patient was unsure if cannula was properly seated in the infusion site (arm).the patient's blood glucose levels reached 428 mg/dl while wearing the pod between 24 and 36 hours. Symptoms reported include hyperglycemia, hypoglycemia and vomiting. The patient was treated with an intravenous fluids and insulin. The patient was currently still in the hospital, but was going to be discharged later that day. (B)(6).